Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information was requested and the following was obtained: the device started to deploy staples and cut but then the distal end the staples were not deployed. The analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an exploratory laparotomy procedure, the distal stapler did not fire. No additional information was available at the time of the call. Another device was used to complete the procedure. There was no patient consequence.